Event description:
It was reported that the right atrial (ra) lead exhibited diminished and undersensing, leading to false device-classified termination of episodes. It was further reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for short ventricular-to-ventricular (v-v) intervals and high-rate, non-sustained (hrns) episodes, and that both intermittent undersensing and oversensing were observed. Inappropriate therapy was administered during an atrial arrhythmia which was read as a ventricular fibrillation (vf) episode. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.